Event description:
Case description: investigation results: name: novopen 4, batch number: hvgn508 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Name: mixtard 30 penfill 3 ml 100iu/ml, batch number: unknown no investigation was possible, because neither sample nor batch number was available. Since last submission, case has been updated with following information: investigation results added device tab: is non-reportable and malfunction field updated to no EU/ca tab: final report check box ticked, expected date of follow up report removed device addendum tab: annex b c d g codes added narrative updated accordingly final manufacturer's comment: 07-apr-2025: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. Elderly age of the patient (66 years) and underlying diabetes mellitus are significant risk factors for the development of hyperglycaemia. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of mixtard 30 penfill. H3 continued: evaluation summary name: novopen 4, batch number: hvgn508 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) suffered from hyperglycemia as her blood glucose level was 600 mg/dl [hyperglycaemia] np4 didn't inject insulin [device failure] np4 leaked insulin [device leakage]. Case description: study ID: (B)(6). Study description: trial title: main objective of the programme is to help patients to understand their diabetes and maintain normal life through qualified educators who offer simple and practical information directly to the patients and also, train patients on how to use their insulin devices and needles etc. Patient's height: 159 cm. Patient's weight: 70 kg. Patient's bmi: 27.68877810. This serious solicited report from egypt was reported by a consumer as "suffered from hyperglycemia as her blood glucose level was 600 mg/dl(hyperglycemia)" beginning on (B)(6)-2024 , "np4 didn't inject insulin(device failure)" with an unspecified onset date , "np4 leaked insulin(device leakage)" with an unspecified onset date and concerned a 799 months old female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "diabetes mellitus", mixtard 30 hm penfill (insulin human 100 iu/ml, insulin human isophane 100 iu/ml) (55 iu, qd, at morning,) from 2019 to (B)(6) 2024 for "diabetes mellitus", dosage regimens: novopen 4: mixtard 30 hm penfill: (B)(6)2019 to (B)(6)2024. Current condition: hypertension, diabetic (from 2010, type of diabetes is unknown). Concomitant medications included - actos (pioglitazone hydrochloride). Treatment medication: insulin [insulin nos]. On (B)(6)2024, patient experienced hyperglycemia with blood glucose levels (blood glucose) of 600 mg/dl, due to technical issue in novopen 4 (np4). Patient mentioned that np4 didn't inject insulin and leaked insulin. On (B)(6)2024, patient was hospitalized due to hyperglycemia and entered the intensive care and was then discharged from the hospital on (B)(6)2025. Mixtard was discontinued and another insulin was prescribed as treatment in the hospital. On an unknown date, patient's fasting blood glucose level (blood glucose) was 140 mg/dl, post prandial blood glucose level (blood glucose) was 180mg/dl and random blood glucose level (blood glucose) was 200mg/dl. Batch numbers: novopen 4: hvgn508. Mixtard 30 hm penfill: requested. Action taken to mixtard 30 hm penfill was reported as product discontinued. Event abated after use stopped or dose reduced for mixtard doesn't apply. The outcome for the event "suffered from hyperglycemia as her blood glucose level was 600 mg/dl(hyperglycemia)" was recovered. The outcome for the event "np4 didn't inject insulin (device failure)" was not reported. The outcome for the event "np4 leaked insulin (device leakage)" was not reported. Reporter's causality (novopen 4) - suffered from hyperglycemia as her blood glucose level was 600 mg/dl(hyperglycemia) : possible np4 didn't inject insulin (device failure): unknown np4 leaked insulin (device leakage): unknown company's causality (novopen 4) - suffered from hyperglycemia as her blood glucose level was 600 mg/dl(hyperglycemia) : possible np4 didn't inject insulin (device failure): possible np4 leaked insulin (device leakage): possible reporter's causality (mixtard 30 hm penfill) - suffered from hyperglycemia as her blood glucose level was 600 mg/dl(hyperglycemia) : unlikely np4 didn't inject insulin (device failure): unknown np4 leaked insulin (device leakage): unknown company's causality (mixtard 30 hm penfill) - suffered from hyperglycemia as her blood glucose level was 600 mg/dl(hyperglycemia) : possible np4 didn't inject insulin (device failure): possible. Np4 leaked insulin (device leakage): possible. References included: reference type: e2b linked report. Reference ID#: (B)(4). Reference notes: same patient. Reference type: e2b company number. Reference ID#: (B)(4). Reference notes:

Event description:
Case description: investigation results: name: novopen 4, batch number: hvgn508. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Visual examination and functional testing were performed. The dose indicator window was cracked. The crack was caused by tensile stresses as a result of cleaning the pen with a strong detergent. The crack in the dose indicator window was a result of accidental damage during use.. The piston rod was difficult to retract. This is due to accumulation of foreign matter on the piston rod. The fault was caused by accidental handling during use of the device. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge.foreign matter was observed on piston rod. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specificationsthe device was tested for leakage after insulin delivery with a random cartridge mounted. No leakage was observed. The results were found to comply with specifications. The piston rod was difficult to retract. This was due to accumulation of foreign matter on the piston rod. The fault was caused by accidental handling during use of the device. Name: mixtard 30 penfill 3 ml 100iu/ml, batch number: unknown no investigation was possible, because neither sample nor batch number was available. Since last submission, case has been updated with following information: investigation results added device tab: is non-reportable and malfunction field updated to yes narrative updated accordingly. Final manufacturer comment: 15-may-2025: the suspected device novopen 4 has been returned to novo nordisk for evaluation. Visual examination and functional testing were performed. The dose indicator window was cracked. The crack was caused by tensile stresses as a result of cleaning the pen. Foreign matter was observed on piston rod. These were as a result of accidental damage during use. It is not possible to identify a clear root cause in relation to functionality of novopen 4. Elderly age of the patient (66 years) and underlying diabetes mellitus are significant risk factors for the development of hyperglycaemia. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of mixtard 30 penfill. H3 continued: evaluation summary name: novopen 4, batch number: hvgn508. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Visual examination and functional testing were performed. The dose indicator window was cracked. The crack was caused by tensile stresses as a result of cleaning the pen with a strong detergent. The crack in the dose indicator window was a result of accidental damage during use. The piston rod was difficult to retract. This is due to accumulation of foreign matter on the piston rod. The fault was caused by accidental handling during use of the device. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge.foreign matter was observed on piston rod. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specificationsthe device was tested for leakage after insulin delivery with a random cartridge mounted. No leakage was observed. The results were found to comply with specifications. The piston rod was difficult to retract. This was due to accumulation of foreign matter on the piston rod. The fault was caused by accidental handling during use of the device.